Manufacturer narrative:
Date of event: unknown. This report is for two unknown cortex screws/unknown lots. Partial part number of 204.8xx provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had an open reduction internal fixation (orif) revision of the pelvis performed on (B)(6) 2014 due to three screws loosening, delayed healing and mal-union. The patient was originally implanted with a six-hole pubic symphysis plate, three cortex screws and three locking screws. On follow up x-rays it was noted that three screws (two cortex and one locking) on the right side of the plate were loose. There was no broken hardware noted. The patient was revised with a double plate (one superior and one anterior) and the right sacroiliac joint was fixed with screws. The procedure was completed successfully with no surgical delay. This report is for two unknown cortex screws. This is report 2 of 3 for (B)(4).